Event description:
Mai complaint #: (B)(4). Patient two: a patient with a central line (ij) that was inserted on (B)(6) had a dressing change on (B)(6) using a PICC dressing kit. The blistering and itchiness was reported on (B)(6) which was also observed by the nurse. Patient had skin cleaned and marathon applied for future dressings. The patient had no known allergies.

Manufacturer narrative:
The product involved in the report was not available for return. Incident 2 of 2. Medical action industries is the manufacturer of the PICC clear sequence kit. The complaint component tegaderm, part number 1657ns is manufactured by 3m (FDA registration (B)(4)). A supplier corrective action (scar) was submitted to the manufacturer on 31may2023. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
The product involved in the report was not available for return. Incident 2 of 2. We issued a supplier corrective action request (scar) (B)(4) to 3m to further address the issue and to respond with their investigation results. 3m conducted a thorough investigation and is monitoring trends for additional occurrences. As a part of the investigation, complaint history and manufacturing history were reviewed. No nonconforming materials or defective parts were identified from the investigation. There is no evidence to suggest that there is a product quality issue. The root cause is likely repeated dressing changes over an extended period of time, patient sensitivity to dressing adhesive materials, patient sensitivity to chg, clinician not allowing skin prep to dry completely before applying the dressing or applying the dressing to an actively bleeding site. Blistering can occur when too much tension is applied to the dressing during product application. Itching can be caused by inappropriate and/or repeated application and subsequent removal of dressing from skin in short amount of time. Please refer to product IFU for warnings, precautions, site prep, application, removal, and site care instructions. Medical action industries has documented this complaint for tracking and trending purposes. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or caused serious injury. This product incident is documented in the complaint database and identified as complaint (B)(4).